Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As additionally reported to coloplast, though not verified, the patient also suffered complications associated with the device, including but not limited to recurrent grade 3 cystocele, yellow/bloody vaginal discharge, feeling of always being wet, urgency, hematuria and urinary retention.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient was implanted with a restorelle on or about (B)(6) 2015. The patient experienced foreign body reaction, mesh protrusion, mesh erosion, pelvic pain, bowel problems, urinary problems, mental and physical pain and suffering, disability, impairment, loss of enjoyment of life, permanent injury and other injuries. On (B)(6) 2024, patient underwent surgery to remove a portion of the mesh that had eroded into patient's bladder.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As additionally reported to coloplast, though not verified, the patient also suffered complications associated with the device, including but not limited to colovaginal fistula and vaginal mesh erosion involving the bladder.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As additionally reported to coloplast, though not verified, the patient also suffered complications associated with the device, including but not limited to colovaginal fistula and vaginal mesh erosion involving the bladder.